Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the suction valve mh-443, air/water valve mh-438, and biopsy valve mb-358 used for the endoscope at the facility had been simply soaked in a protein remover, and reprocessed with an automated endoscope reprocessor only once a week. Also, no reprocessing of cleaning brush bw-20t or injection tube mh-946 had been implemented. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record could not be reviewed since the lot number and manufactured date was unknown. It was considered that the reprocessing method was inappropriate or insufficient. The exact cause of the reported event could not be conclusively determined.